Event description:
The event is reported as: "complaint alleges that the cuff was leaking. Alleged incident occurred during pt use." No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.